Manufacturer narrative:
This report is being amended to reflect changes. The device remains in-vivo, therefore its condition cannot be described. The manufacturing documentation cannot be reviewed as the item/lot information is unavailable. The device was used in treatment. No applicable patient history was provided. Compatibility of the devices is unknown. A complaint history search could not be performed. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing dislocations, pain and needs to wear body brace.